Event description:
It was reported that the patient's pump was explanted due to pain at the pump site. The patient had been diagnosed with lung cancer and was hospitalized.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).